Event description:
Caller reported that t:slim x2 pump battery would not charge, and despite troubleshooting efforts with different adapters and cables, issue remained unresolved. There was no adverse impact to the customer¿s blood glucose level. Customer decided to use multiple daily injections as a backup therapy.